Event description:
This report is being filed after the subsequent review of the following literature article; mohapatra b., kishen t., loi k., diwan a. (2010) ¿retroperitoneal lymphocele after lumbar total disc replacement: a case report and review of literature.¿ ; sas journal 4 (2010) 87-91. This article reports on retroperitoneal lymphoceles (rpls) caused by injury to the lymphatics after anterior lumbar spinal surgery. A (B)(6) woman who underwent total disc replacement with a prodiscl implant at the l4-5 level on november 2008 presented with a postoperative complication of retroperitoneal lymphoceles (rpl). Post-operative the patient presented with significant abdominal swelling and discomfort at 4 weeks after surgery without any signs or symptoms of infection. Investigations showed an rpl. Patient was treated by multiple aspirations under ultrasound guidance. At 12 months' follow-up, the patient had no further abdominal symptoms and had gone back to her routine activities and work with significant improvement in back pain. This is report is 2 of 3 items for (B)(4). This report is for an unknown inferior pdl implant, unknown part/unknown lot number. UDI # unknown part number, UDI is unavailable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown inferior endplates prodisl implant, unknown quantity, unknown item number and unknown lot number. UDI # unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.